Event description:
A hospital in (B) (6) reported via a distributor that an rt105 adult inspiratory heated breathing circuit had a leak and did not pass a ventilator leak test. The reported leak was discovered before use.

Manufacturer narrative:
(B) (4). The rt105 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: our testing revealed that there was a leak between the bowl and lid of the breathing circuit water trap. A lot check revealed no complaints of this nature for lot number 090730. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested during production. All breathing circuits which fail the pressure test are rejected. This suggests that the leak developed post-production. The user instructions that accompany the device state: check all connections are tight before use; set appropriate ventilator alarms. A ventilator alarm alerts the user to a leak and allows them to act by replacing the breathing circuit according to their standard procedures. (B) (4).